Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) between cases and reported that they had erbe issues during use. The customer informed the tse that the erbe generator would not ground and had error c-84 present stating that "activation has been interrupted". The tse had the customer confirm and was using a conmed grounding pad, which is compatible with the system. The tse recommended the customer to use a new pad and to attempt to ground the erbe using the customer's arm. The customer applied the grounding pad and was still not able to get a ground. The tse advised the customer that the field service engineer (fse) would be dispatched for further troubleshooting. All available information was collected and the call ended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to duplicate customer complaint but replaced erbe to address the customer¿s concerns. However, upon test drive, the new erbe threw errors at start up and port 1 was not recognizing instruments. The unit was defective on arrival. Fse reinstalled the original erbe and completed erbe preventive maintenance activities. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause is attributed to issues with the erbe instrument control box. The issue was resolved by performing maintenance activities on the unit.